Event description:
Procedure type: hysterectomy. According to the reporter: the surgeon attempted to pass the needle through tissue, the needle did not connect to the opposite side of the instrument leaving the needle in tissue and dislodged. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. Additional info has been requested about the status of the needle.

Manufacturer narrative:
(B)(4).